Event description:
It was reported by service report that the panels are broken inside and out and the bed lift is not working. Also, the lift cannot be electronically lowered to the lowest position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - loss of function (fluid ingress), sharp edges.